Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that high impedance was observed. The svc to can and rv to can measurement were variable. The leads tested normal. The device was explanted.

Manufacturer narrative:
The impedance anomaly was confirmed. High impedance was observed when the device was connected to a cardiac simulator. All low voltage function tested normal. An x-ray inspection identified a broken can wire connection as the cause for the observed impedance anomaly.

Event description:
It was further reported that injecting saline into the catheter from the wire side resulted in the saline coming out from the side port.